Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pediatric laparoscopic appendectomy, the stapler did not fire. While removing the stapler from the abdomen to be checked, the reload came loose from the handle. A retrieval bag and hand instrument was used to secure the reload and remove it from the abdomen. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pediatric laparoscopic appendectomy, the stapler did not fire. While removing the stapler from the abdomen to be checked, the reload came loose from the handle. A retrieval bag and hand instrument was used to secure the reload and remove it from the abdomen. Replaced by a new device to complete the case. There was no patient injury.